Event description:
Event description guidant received information that at 40.0 months post implant, during a routine follow-up, this implantable cardioverter defibrillator (ICD) was unable to be interrogated and upon magnet placement did not emit a beeping tone.